Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found a hole in the inner insulation at 22.0 cm.

Event description:
It was reported that the lead exhibited high thresholds, an insulation anomaly was also noted. The lead was explanted and replaced.